Event description:
It was reported that during a pulsed field ablation procedure, the catheter exhibited a noisy electrogram, with noise initially observed on electrode 7 and subsequently on all electrodes after an attempt was made to push the catheter interface cable (cic) into the catheter. Troubleshooting included replacing the cic, which did not resolve the issue. Then the catheter was replaced with another catheter from the same lot, without resolution. The problem was resolved by replacing the catheter with one from a different lot number. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012854885 was returned and analyzed. No anomalies were identified during visual inspection of the shaft and handle. During external visual inspection of the array, the pebax tube was observed to be kinked. The catheter was reprogrammed and passed performance testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing revealed an open loop on the electrode wire 7. During further inspection of the shaft, electrode wire 7 was observed to be broken. In conclusion, the catheter failed the returned product inspection due to an array kink and a broken electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.